Event description:
It is reported that a complete se stent was implanted in a patient's right common iliac artery to treat a moderately calcified lesion. The lesion was non-tortuous and exhibited 50% stenosis. The device was removed from packaging per IFU and inspected with no issues noted. Prep was performed on the device with no issues noted. The lesion was predilated. No resistance was noted when advancing the device. No issues were noted during the deployment of the stent. It is reported that after deployment of the stent, the delivery system became caught on the stent during removal, causing stent deformation. The physician implanted another stent to correct the issue. No patient injury is reported.

Manufacturer narrative:
Evaluation results: related to operational context (device implanted successfully, malfunction occurred post deployment). No results available since no evaluation performed (device not returned for analysis). Evaluation conclusions: unable to confirm complaint (device not returned for analysis). Operational context contributed to event (device implanted successfully, malfunction occurred post deployment). (B)(4).